Event description:
A customer reported experiencing a tandem mobi cartridge alarm during the load process of the insulin pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. After resetting the pump to address the malfunction alarm and completing the load process, the cartridge alarm did not reoccur.